Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer reports false negative screening results were obtained with lot vss146 exp 12/31/19 while testing a patient previously known to have anti big c. The patient historically had anti big c and an anti jka. As of (B)(6) 2019, both had fallen below detectable levels. On (B)(6) 2019 the patient was admitted to an associated site and using the competitor's analyzer, the antibody screen was positive. A manual gel identification test was done and they identified anti big c and an "unidentified antibody". He was transfused 2 units of blood at that time. On (B)(6) 2019 another antibody screen test was done at the associated site. The strength of the reactions on the competitor's analyzer were as follows: cell 1 3+ cell 2 1+ cell 3 2+. The antibody identification test was not repeated since that site relies on testing results from (B)(6) 2019 and consider it valid for 28 days. Two units of packed red blood cells were transfused on (B)(6) 2019 with no issues. No plasma or platelets were transfused. On (B)(6) 2019 the patient was transported to this customer site and tested on vision (B)(4) (sample ID: (B)(4)). The antibody screen result was negative. The same sample was tested on their other vision (B)(4) and results were also negative. Further confirmation that there were no antibodies, 0.8% resolve panel b lot vrb265 was loaded on vision (B)(4) and tested on this sample. All eleven cells and the autocontrol were negative. (B)(4). A new sample was drawn to confirm results (sample ID: (B)(4)) and tested on vision (B)(4). The antibody screen result was negative. Since this was unexpected, the customer performed additional screening tests on the first sample by tube method using competitor's screening cells, peg and oaes. All results were negative. They do not have the ortho workstation validated and are unable to perform manual gel testing. Relevant information: issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: cell 1. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes, see above. Number of samples affected? Two samples from the same patient. Was qc affected? No, vision qc passed. Antigen typing for big c on vss146 cell 1 will be done at a later time. Qc data: passed using albaq. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: acceptable. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Opened vs unopened? Opened. Actions already performed by contact: see above. Troubleshooting steps performed by tsc: econn data pulled and analyzed, it confirmed the results were not flagged as questionable and modified to negative. Images were pushed by the customer and they appear clearly negative. No issue with the camera noted. Customer does not suspect analyzer issues. All qc passed, other patient results have been as expected. Customer does not intend on contacting competitor regarding false negative screening results at this time.

Manufacturer narrative:
Under section d, "type of device code" was changed from ksz to qht to properly reflect the correct product code for reagent red blood cells.

Event description:
On 05aug2020, chu in raritan was made aware that ortho received notification from the FDA with a letter dated 20apr2020. Several MDR reports involving reagent red blood cells contained incorrect product codes. The procode ksz was used under section d.2b of the report, although the correct product code for the device is qht. This supplemental report is for the purpose of correcting the product code.